Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the ins recharger (insr) went blank and started beeping with a single tone beep every 5 seconds. The insr was reset and a splash screen was displayed and the issue was resolved. The patient also reported that the ins battery was down to 50% and that this was faster than usual as they had just charged the ins the day prior. The patient noted that they usually get a week out of one charge. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.